Manufacturer narrative:
The reported event of loss of capture was confirmed. Final analysis found that as received, a complete lead was returned in one piece. X-ray examination found that the inner coil inside the connector region was over torque consistent with procedural damage. During electrical testing the lead was shorting due to over torqued inner coil at the connector region. The cause of the reported event was isolated to the over torqued inner coil at the connector region which is consistent with procedural damage. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead failed to capture. The rv lead was removed and replaced. The patient had no adverse consequences.